Manufacturer narrative:
E1. Initial reporter phone #: (B)(6), e1. Initial reporter facility name: (B)(6) g4: PMA/510(k)#: one additional code applies; k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection set, the customer had one (1) loose stopper. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a stopper not well-seated in the tube. Additionally, 29 retained samples were tested with functional tests, and one of these samples showed a stopper creepout/pop off during the second functional test. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection set, the customer had one (1) loose stopper. No patient or user impact reported.